Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the front and rear response buttons' metal domes were off center and not making contact when pressed. The cause of the defective response buttons is the inability of the domes to make contact. The cause of the off center domes was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.